Event description:
The day of the index procedure, the patient's troponin levels were elevated. This was thought to be due to possible side branch effect due to plaque shifting. The patient was not diagnosed with a myocardial infarction. This event did not require any treatment. Approximately twelve days post index procedure, the patient experienced fatigue. The cause of the fatigue is unknown. The patient was enrolled in the (B)(4) study with a lesion in the heavily calcified mid left anterior descending branch. The lesion was 18mm in length and the vessel was 3.0mm in diameter. The lesion was pre-dilated and a 3.0 x 23mm cypher stent was implanted at 14atm. The stent was post-dilated.

Manufacturer narrative:
A 4.0 x 15mm balloon catheter and a 3.0 x 15mm balloon catheter were used during the index procedure.additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a possible side branch occlusion resulting in elevated troponins after having a coronary artery stent implanted. The patient's medical history is significant for hypertension, dyspnea, hyperlipidemia, renal insufficiency, left kidney cyst, cholecystectomy and hypothyroidism. The target lesion was the mid left anterior descending artery (lad). The lesion was described as heavily calcified, 18mm in length and 3.0mm in diameter. The lesion was pre-dilated followed by the implant of a 3.0mm x 23mm cypher stent at 14 atmospheres and post-dilated for optimal expansion. The day of the index procedure the patient's troponin levels were elevated. This was thought to be due to possible side branch effect due to plaque shifting. The patient was not diagnosed with a myocardial infarction. This event did not require any treatment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery embolization is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression, splitting and shifting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including dyslipidemia, hypertension, and renal insufficiency. The indication for the index procedure was dyspnea. Angiography revealed a 95% stenosis in the mid lad. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation, single stent placement and post dilation were successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. A renal stent was also placed at this time in the left renal artery. Peri-procedure the ck was 37, the ckmb was 0.9 and the troponin was <0.04. Post procedure, the ck was 132, the ckmb was 9.2 and the troponin was 4.3. The following day, the troponin was 2.72. The ECG core lab reported no new major st-t and no q waves. . The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Addendum (05/01/2012): cec adjudication minutes were received on 05/01/2012. As per the previous report, the patient's cardiac enzymes were elevated post index procedure. According to the recent adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves, but the elevation of enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. Please note that previously reported enzymes elevation was removed from the file and a code for mi was added based on the cec adjudication minutes. Please note that the type of reportable event has been checked as a serious injury. Additional information will be submitted within 30 days of receipt.